Manufacturer narrative:
Block b3: exact date unknown, event occurred since day of implant prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing inadequate pain relief and difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure.